Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced feeling symptomatic during a routine follow up. The lead exhibited loss of capture and additional testing could not be performed due to patient's condition. The patient was programmed to right ventricular pacing only.